Event description:
Home patient (hp) reports accidently disconnecting the patient line of the homechoice set from the transfer set during dwell 2 of apd treatment. Hp reports operation service representative assisted them in ending treatment for the evening. Hp reports they did two manual exchanges the following morning. No patient injury or medical intervention required per hp.